Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Reportedly during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Customer's blood glucose was 258 mg/dl. Customer changed the cartridge and insulin was resumed successfully.